Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received only half of the line was stapled, centrally. There was poor staple formation. The surgeon restapled over the original staple line. No reinforcement material was used.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted proximal gastrectomy (lapg) procedure. The stapling devices were being used for the gastric tube reconstruction. For the first firing the surgeon fired the device, however, only half of the line was stapled. Replaced by a new reload and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.